Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the endotracheal tube (ett) was obstructed "at the bottom". There was no patient harm reported. There is no product being returned for evaluation as it was reportedly disposed due to contamination.